Event description:
It was reported that the user experienced hypoglycemia while using the ilet and dexcom g7, with a lowest recorded glucose of 55 mg/dl after announcing a meal and likely not eating enough food, leading to removal of the ilet during a separate hospitalization for back pain and subsequent planned restart upon discharge with coaching on restart, meal announcements, supply changes, and hypoglycemia treatment. Symptoms included dizziness and sweating. Outcomes included resolution of the low with oral glucose in the form of juice and glucose tablets, with no need for outside assistance or medical intervention. Investigation included review of available glucose data, assessment of user reports regarding meal announcements and treatment, and provision of troubleshooting and education. Investigation of this case revealed no device malfunction and suggested user-related factors, specifically inadequate carbohydrate intake after a meal announcement, as the likely contributor to the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal intake following a bolus-equivalent meal announcement. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.